Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs could neither reproduce nor confirm the reported unexpected power down. Review of the device data logs did reveal the single occurrence of system fault 180 related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 180 was device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.